Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the filter used for doxorubicin/vincristine/etoposide started to leak on a "5 day chemotherapy patient". The leak was described as a slow leak, coming from the round circle. The filter was attached to low sorb tubing, and the filters are changed every 24 hours. This particular filter had been changed at approximately 0200. The infusion was running at 21.5ml/hour and the total volume to infuse was 500ml.